Event description:
Family member reported that patient's result was 375. No action taken. Twenty minutes later retest=41. Family member attempted to treat, but patient passed out before family member could treat. Patient taken to hospital and treated with IV. Discontinued use of product.